Event description:
It was reported that patient experienced infusion set tubing was leaking at the site event on (b)(6) 2026. The length of infusion set was in use for two hours. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Reportable Malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.